Event description:
I ((B)(6) y/o healthy female) was a pt at (B)(6) eye specialist being operated on by dr (B)(6) and was seeking to obtain lasik surgery. The dr used a femtosecond laser to create flaps in both eyes. The dr went to lift the flap of my left eye and tore the skin flap. The dr decided not to continue with the procedure resulting in no vision correction. I was sent home in a lot of pain and told to wait for my flaps to heal. The results have been a change in my vision / refraction prescription, headaches, neuralgia pain, and dry eyes. The dr concluded I will never again be a candidate for lasik and prk following this procedure. FDA safety report ID# (B)(4).